Manufacturer narrative:
The field service engineer (fse) observed multiple failed system checks on the washed portion. The fse replaced the peristaltic pump tubing, the duckbill, cleaned the wash pump ceramic valves, performed aspirate plate alignments, and verified proper aspiration and dispense. The fse then performed 38 repetitions of lumwash with no fliers noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the intermittent pthio control failures and failed system check diagnostic is attributed to the peristaltic pump tubing. A definitive cause is unknown. (B)(4).

Event description:
The customer reported intermittent parathyroid hormone (pthio) control failures and system check failed the washed portion with percent coefficient of variation (%cv) of 61% involving the unicel dxi 600 access immunoassay system. The customer indicated pthio patient results were not questioned or impacted. There was no patient consequence associated with this event. The customer replaced the aspirate probes but system check continued to fail. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.